Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot# j0504201v, implanted: (B)(6) 2005. Product type: lead. Product ID: 3487a-33, lot# j0504201v, implanted: (B)(6) 2005. Product type: lead. Other relevant device(s) are: product ID: 3487a-33, serial/lot #: (B)(4), ubd: 10-jan-2009, UDI#: (B)(4) ; product ID: 3487a-33, serial/lot #: (B)(4), ubd: 10-jan-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported the implant stop working shortly after it was implanted and found out 12 leads were broke.